Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level 40 mg/dl, 35 mg/dl at time of incident and current blood glucose was 137 mg/dl. Customer stated that the insulin pump was still giving insulin even when their blood glucose level was low while on automode. Customer states the led blinked on and off. The devices will not be returned for analysis.